Event description:
Received medtronic return product with no info. Upon f/u, it was discovered the device sys was explanted on (B)(6) 2010 due to infection. Later in the same year, the pt was implanted with a new sys.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.